Event description:
The customer indicated that they lost all their hard wired pt monitoring. This resulted in a temporary inability to centrally monitor pts. There was no report of any pt harm as a result of the reported events. The customer did not provide any pts info.

Manufacturer narrative:
The device eval is not yet complete. A f/u report will be submitted when the eval is finished.